Event description:
It was reported that the customer was involved in a car accident and lost the transmitter and shattered the belt clip. Customer's blood glucose level was 331 mg/dl. Customer stated that her blood sugar has been running high for the past 2 days since the accident. Customer reported no visible damage to the pump. Customer reported that the drive support cap was flush. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no loose drive support cap noted; drive support cap is normal and recessed. Testing of the insulin pump showed that it was functioning properly and passed all functional testing. The operating currents were in specification. No belt clip was received with the return of the insulin pump. The insulin pump has cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.